Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device needed diagnosed with the proper repairs and make changes. It was reported that during repair it was noted that the calibration was out of specification and several components were damaged on (B)(6) 2018, it was clarified that the unit went to a (B)(6) center, ever since it has not been working properly since the graft comes out like spaghetti. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. The device history record (DHR) review, for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 1.5: 1 cutter serial number (B)(4) as documented in the repair reports. The device history record (DHR) review, for serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 3: 1 cutter serial number (B)(6) as documented in the repair reports. Product review of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed that the calibration of out of specification, but the mesher produced a complete cut. The roller, gear and comb all had visible damage. The device was received with a 2195 ratchet. The 1.5:1 cutter produced an incomplete cut. The 3:1 cutter produced a passing cut. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the comb, comb springs, roller and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since there were numerous issues with the device. The root cause of the device producing unacceptable meshes is due to the account using a meshgraft ii ratchet (part number: 00219500000) on the skin graft mesher device. The correct ratchet handle for the mesher (part number: 00770100000) should be used with the device. The meshgraft ii ratchet is not compatible with the skin graft mesher device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device needed diagnosed with the proper repairs and make changes. It was reported that during repair it was noted that the calibration was out of specification and several components were damaged which caused the cutter to produce an incomplete mesh. It was clarified that the unit went to a (B)(6) center, ever since it has not been working properly since the graft comes out like spaghetti. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4) for evaluation.